Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasions were noted at 3.3 cm to 4.6 cm and 36.0 cm to 36.1 cm from the distal tip and the outer coil was exposed in the same areas. The abrasions were consistent with constant friction to another implantable device. (B)(4). (B)(6).